Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote nc balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The distal tip was damaged. The balloon, shaft and tip were examined. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the distal tip. Microscopic examination of the inner shaft identified buckling of the inner shaft with a hole distal of the bi-component weld. The hole and buckling are consistent with interaction with a guidewire. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the that the device leaked which prevented the balloon from holding pressure. The reported information indicates the device was not inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt of the moderately tortuous upper limb vein. A 5.0 mm x 20 mm x 143 cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the tenth inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 5x20 non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in a shunt of the moderately tortuous upper limb vein. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, during the tenth inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 5x20 non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.